Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four months patient presented with chest pain. Subsequent computed tomography revealed the clot burden in the right lower lobe pulmonary arteries has decreased with clot now seen in the sub segmental pulmonary arteries. While the overall clot burden in the right upper lobe pulmonary arteries has also decreased, clot in the distal right upper lobe lobar pulmonary artery slightly more prominent. Given that the clot was seen at branch points of the right upper lobe lobar pulmonary artery, an acute component was suspected. No definite left sided pulmonary emboli are seen. Approximately one month later, the patient complaints of chest pain and shortness of breath. Subsequent, computed tomography revealed new large pulmonary embolus involving left pulmonary artery to the lower lobe and lingula. Approximately one month later, patient presented with abdominal pain. Subsequent, computed tomography revealed the filter with moderate amount of thrombus trapped by the filter, extending from the left common iliac vein. Some clot was also seen extending into the left external iliac vein. There was no thrombus seen in the suprarenal inferior vena cava are visualized portions of the right atrium or right ventricle. Approximately nine years later, computed tomography revealed the filter apex was tilted towards the right by 6-degrees and posteriorly by 4-degrees. Filter struts extend beyond the inferior vena cava wall by 3 to 4mm. The anterior most strut abuts the posterior duodenal wall. The other filter struts do not perforate through significant structures. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt as the medical record states ¿the filter apex was tilted towards the right by 6-degrees and posteriorly by 4-degrees¿. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately nine years post vena cava filter deployment the filter perforated and tilted. There were no reported attempts to retrieve the filter. The patient status is unknown.

Manufacturer narrative:
The event was identified to be a duplicate report, previously reported via medwatch #2020394-2018-01202. Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that approximately nine years post vena cava filter deployment the filter perforated and tilted. There were no reported attempts to retrieve the filter. The patient status is unknown.